Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and found both baths not draining completely due to a clot in tubing going through valve (lv13). Fse replaced the tubing to resolve the issue. Fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as 10 cc of diluent from the baths that were overflowing and the vacuum isolator chamber (vic or vc1) was full. The leak was contained inside the instrument. The operator was wearing gloves and lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.